Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed power deadlock. Customer stated that insulin pump constantly beeps and counts down numbers. Customer stated alarm did not occur during the rewind or prime sequence. Advised discontinuation of the insulin pump. Nothing further reported.